Event description:
It was reported, that the subject device was not working. The event occurred, during the reprocessing of an unspecified diagnostic procedure. There was no patient involvement.

Manufacturer narrative:
E2/e3: information was asked, but unknown. In regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, e3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image. Based on the results of the investigation, it is likely that the malfunction was caused by a faulty cable unit connector. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was not working. The event occurred during the reprocessing of an unspecified diagnostic procedure. There was no patient involvement.